Event description:
It was reported that a spectrum pump alarmed air in line occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1. Initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue ¿air in line alarm" unable to be reproduced. Air in line test could not be performed due to load set error. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and ultrasonic sensor tape damaged. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.